Event description:
Customer reported system locks up and collimator problems.

Manufacturer narrative:
Gehc service personnel replaced the high voltage cable with new one. Verified the functionality of the collimator successfully. Functional check carried out system works as intended.